Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (36 mg/dl to 263 mg/dl). The customer addressed the elevated bg level with a bolus via the pump and the low bg level by consuming carbohydrates. Reportedly, the customer believes the bg levels are due to being a new pump user and the settings. The contact and customer contacted their healthcare provider regarding the settings. At the time of the report the customer's bg level was 89 mg/dl.